Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm while the pump was on the nightstand in her home. Customer was temporarily unable to clear the alarm. There was no impact to customer's blood glucose level.